Event description:
Prior to ptca procedure, the user suffered injury. While removing the balloon catheter from the hoop, the product mandrel punctured the technician's finger down to the bone. Technician's status was listed as "okay."